Event description:
It was reported that there was a connection issue between a titanium adapter and the minicap transfer set. The event was further described as the transfer set was "not threading onto the titanium end¿. This was observed during use of the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.